Event description:
The screws outer diameter is found too large to slip into the barrel of the plate. The customer used another screw. No hammering or any sort of manipulation of the screw was performed prior to the event. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records has been requested. The visual and investigation of the complained screw shows that the parallel planes on the shaft do not correspond to our specifications. One cycle during manufacturing process was not carried out as intended. This condition was missed at final inspection. This complaint has been determined to be valid. A CAPA determination request has been initiated. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found.